Event description:
Peritoneal dialysis (pd) patient (B)(6) contacted (B)(6) customer service to report that face mask (16-2117-0) caused itching, irritation and rash. Patient request cone mask. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).